Event description:
It was reported that during engineering evaluation, it was observed that the motor device had low power. It was reported that this event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute. It was determined that this was due to debris not allowing the paws to close and lock a cutter device. The assignable root cause was determined to be due to improper cleaning, by allowing debris to build up and interfere with the locking mechanism, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.